Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto. Other companies devices that used in this study: autoset cs¿, ensite navx, cool pathtm duo¿, sensitherm, inquiry¿ luma-cath manufacturer's ref: pi1-1ke68by the device is not returned to bwi -

Event description:
This complaint is from a literature source. It was reported that data from 255 consecutive patients with atrial fibrillation who underwent a single-catheter ablation procedure and were divided into two groups group m (mild sedation with flunitrazepam in 138 patients) and group d (deep sedation with propofol in 117 patients). Among them, one case of cardiac tamponade requiring pericardiocentesis occurred in group m. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿impact of deep sedation on the electrophysiological behavior of pulmonary vein and non-pv firing during catheter ablation for atrial fibrillation¿ the purpose of this study was to impact of sedation on electrophysiological properties in patients with af who underwent catheter ablation. Suspect device is a navistar thermocool catheter, however catalog and lot number is unknown.